Event description:
It was reported that a user experienced hyperglycemia after a steroid injection, with blood glucose reaching 288 mg/dl and remaining above range for approximately 8 hours; the user administered a 5-unit manual insulin injection while pausing insulin on the pump, and no professional medical intervention was sought. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on daily activities without hospitalization or long-term sequelae. Investigation included review of device use, algorithm function, and user-reported troubleshooting and education. Investigation of this case revealed no evidence of device or component malfunction and no alarms, with the event consistent with physiological effects of steroids and user-managed correction outside the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.